Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that a ventilator display had a white screen after the single board computer printed circuit board was replaced. There was no patient involvement.